Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned device was evaluated, and the monitor passed all evaluation tests. Returned therapy cable could not be tested due to shock delivery and gel deployment which confirms that the therapy cable functioned as expected. There was no observed damage, and all gel was deployed during the event. The device investigation indicates that the the patient was wearing the wcd system during the svt and asystole episode. Evaluation of the returned system confirmed no issue with device performance. However, the wcd is not indicated for the treatment of asystole.

Event description:
Customer care received a potential shock delivered notification on customer support helpline queue. Post shock delivered event, the patient was admitted to ICU and passed away several days later. Care station was reviewed and there was 1 record of shock delivered episode. Patient was in svt with a high ventricular rate and a wide r-wave duration. The device determined the presence of a shockable rhythm based on thresholds set for rate and duration per prescription. Wcd role in patient death is pending additional medical information and pending evaluation of to-be-returned device.